Event description:
It was reported that a patient had high impedances. The reporter stated that an implantable neurostimulator was being replaced and the extensions may be replaced as well. It was noted that the higher impedance values were on setscrew contacts. The reporter stated that the patient was still getting therapy because they aren't programmed on the contacts that were high. It was noted that the reason for the high impedances was unknown at the time. It was further reported that impedances were greater than 4000 ohms. It was noted that after multiple insertion attempts the impedances seemed to be in the 2000-3000 range. The reporter stated that the leads were implanted approximately five weeks prior to the report. It was noted that the higher impedances were on the right side. The next day, it was reported that after all reconnections to the implantable neurostimulator, everything was within normal range when tested intraoperatively at 1.5 volts. The reporter stated that the initial high impedance readings were resolved by the time the patient was closed. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received noted that the patient didn't like having activa rechargeable as it was too much maintenance and in this patient's case, the family had to recharge for him. The plan for (B)(6) 2012 surgery was to implant an activa pc, replacing the rechargable that was implanted. The manufacturer's representative took impedances to get baseline. Left stn lead "marginally high, about 4,700, one at 5,400". The patient was not programmed on contacts that were high. Right side stn lead- high on case 8, 8 <(>&<)>9, 8 <(>&<)> 11. Impedances 6,400 and 7,000. As they were already in pocket, they planned to disconnect the rechargable, explore, and possibly do extension revision. See manufacturer's report # 3004209178-2013-03094 and manufacturer's report # 3004209178-2013-03095 for additional information regarding the replacement surgery and devices.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085, product type extension; product ID *unkn-ld, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID *unkn-ld, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).